Manufacturer narrative:
Customer stated that back at the station, when the platform was powered up, a user advisory (ua) 45 message was observed. It was also observed that the driveshaft was spinning when the lifeband was not present. Customer indicated that this is unusual as the driveshaft is supposed to lock when there is no lifeband present. Product in complaint was returned to zoll circulation on 03/14/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows a cracked motor cover. The physical damage found during visual inspection is not related to the reported complaint of "check patient alignment" and the user advisory 45 (not at "home" position after power on/restart) message. The damage appears to have been caused by normal wear and tear (ap manufactured in 8/2006). A review of the archive was performed and the reported complaint was confirmed. The archive data shows that multiple user advisory 45 (not at "home" position after power-on/restart) messages occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. It was also observed that the ua45 occurred each time the platform was turned on for these dates. Functional testing could not initially be performed due to the ua45 fault. During servicing of the platform, it was observed that the encoder shaft was not set to the home position and was sticky. The run in test with the 95% patient test fixture was performed with good batteries for several hours and no faults or errors were observed. The load cell characterization test was also performed and confirmed that both load cell modules were functioning within specification. The ua45 faults were due to the lifeband straps not being pulled completely out prior to turning on the platform. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Based on the investigation, the parts identified for replacement are the clutch plate for encoder shaft and the motor cover. In summary, the reported complaint of "check patient alignment and a user advisory 45 (not at "home" position after power-on/restart) was confirmed based on the archive review. The fault was found to be due to the shaft not being in the "home" position. The physical damage found during visual inspection is not related to the reported complaint. The observed sticky encoder shaft is also not related to the reported complaint. Upon replacement of the clutch plate, the motor cover and homing the platform, it passed all testing criteria. Customer indicated that cause of death was due to cardiac arrest and arterial blockage. Customer does not attribute the patient's death to the autopulse stoppage.

Event description:
Customer indicated that the initial call was for an unresponsive patient who was suffering from a cardiac arrest. Patient was found in the basement at his place of residence by his wife. The patient's wife indicated that the patient was not seen in an over an hour and believes he was down this amount of time. Medics believe from their professional experience that the patient was down for less than an hour. Bystander CPR was performed by the patient's wife (length of time is unknown). Once ems arrived on scene, the patient was placed onto the autopulse platform. The autopulse was deployed without any issues. After the autopulse was deployed, some compressions were performed, but then the device reset multiple times and constantly displayed "check patient alignment" messages (exact number of times is unknown). The crew then proceeded to remove the patient from the autopulse and transferred him upstairs to the main floor of the residence. Once on the main floor, the crew placed the patient back onto the autopulse to resume automated compressions, however, the same issue occurred. An EKG was performed which indicated that the patient was asystole. All vitals were absent. Three rounds of epinephrine 1:10,000 sterile solution were administered. Patient was ventilated via bvm (bag-valve-mask) technique. Crew attempted to intubate the patient, however, the endotracheal tubes were unable to be passed through the patient's vocal chords, therefore, the crew reverted to advanced airway management techniques. Patient was transferred to the ambulance, where the autopulse began working again, however, the same "check patient alignment" message occurred. Use of the autopulse was discontinued and crew reverted to manual CPR (exact length of time was not provided). Patient remained in an aystolic state, until patient care was transferred to the emergency department. Rosc (return of spontaneous circulation) was never achieved. The patient was pronounced at the hospital by the emergency room physician. Customer indicated that cause of death was due to cardiac arrest and arterial blockage. Customer does not attribute the patient's death to the autopulse stoppage. An autopsy was performed, however, customer does not have access to the report. Information regarding patient history is unknown. No further information was provided.